Event description:
A caller reported a malfunction on the pump, identified with malfunction code 12, but no notable events occurred prior to the issue. The malfunction did not cause the blood glucose level to exceed 500 mg/dl. Technical support assisted the caller with resetting the pump, and the pump reset resolved the issue as the malfunction code did not recur after resetting. The customer was advised by technical support to continue using the pump and to call back if the malfunction reoccurs, which the customer acknowledged and understood.